Event description:
It was reported that the pt's device site was infected. The area was red and the pocket painful. The pt had to walk around on crutches because the pain was so bad. The pt also found she had cancer and had to have it removed by emergency surgery. Further info is being requested from the hcp.

Manufacturer narrative:
.